Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 309 mg/dl and was treated with a bolus. During a system check with tandem technical support; the pump, cartridge, and infusion set functioned as expected. Recommendation was made to change the site. A follow up with the customer indicated that the bg level had stabilized.